Event description:
The customer reported to olympus, the gastrointestinal videoscope was inspected before use and the air supply and water supply failed where the amount of water that was sent was very small. The issue was found during preparation for use. There were no reports of patient harm. During evaluation of the returned device, it was found that the nozzle was clogged with foreign material and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 establishment name: (B)(6) e1 address - (B)(6). The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, it is unknown if there was a delay in the start of pre-cleaning, there were no abnormalities in the accessories used for reprocessing. It is unknown if the customer immersed the endoscope in detergent solution, and unknown if customer wiped the air/water nozzle with clean lint-free cloths/brushes/sponges. The customer flushed the nozzle with detergent solution, water and air. The device was returned and evaluated, and the customer¿s allegation of air supply and water supply failure was confirmed. It was also confirmed that a white foreign material was attached to the nozzle. It is presumed that the insufficient air water flow issue was due to clogging of foreign material in the nozzle. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.